Event description:
As reported, the deployment button on a 7f exoseal vascular closure device (vcd) could not be depressed at all. Another 7f exoseal vcd was used to complete the procedure. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40, and the physician was certified to use the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees for the vascular sheath introducer, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped and the indicator window changed to solid black. The indicator window did not show any red color during retraction, and the indicator wire loop was deployed and visible when the device was removed from the patient. There were no reported injuries to the patient.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.